Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Deployment of the aortic body went as expected. Upon bringing the device down to position, it was noticed that collar of the device was caught on something, most likely calcium. The physician increased the force of pulling, however the graft remained stuck. The physician elected to implant a 5mm stent into the renal artery to push the fabric of the collar down. The procedure was concluded with successful aneurysm exclusion. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received the reported device malfunction was confirmed. Additionally there was evidence to reasonably support the in-folding of the sealing ring and suboptimal placement of the aortic body graft. The complaint is most likely user related with contributing anatomy factors. Procedure related harms for this complaint could not be determined. The final patient status was reported to be doing well. Devices were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.